Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of no ventilation pressure (i.e. Could not ventilate) could not be confirmed. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device had no ventilation pressure (i.e. Does not ventilate). There were no reports of patient involvement associated with the reported event.